Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. Unable to perform the functional testing, including the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to lcd glass anomaly. Insulin pump passed stop current and run current tests. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
The customer reported via phone call that portion of the insulin pump's screen was black. When he enters items on the screen they cannot be seen. Customer's blood glucose level was not reported. The customer was unable to perform the self-test and displacement test. The customer was advised that the device would be replaced and agreed to return the product for analysis.